Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Customer explained in a phone conversation that the ventricular catheter was hooked up to a medtronic valve and the reservoir would depress and not refill. It was noted that when hooked up to the monometer there was no flow through the ventricular catheter. When the catheter was replaced and hooked back p to the monometer the device worked.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.